Event description:
Preoperative xrays of rt knee revealed a portion of the locking clip located on the tibial implant fractured. During lt total knee arthroplasty in 2000, surgeon replaced locking clip in right knee. Right total knee arthroplasty originally performed in 1996.